Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right atrial (ra) lead was found to have over-sensing of noise leading to inappropriate automatic mode switch, and high capture thresholds. Based on these findings, lead damage was suspected on the ra lead, but was not confirmed. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout and no symptoms were reported.